Event description:
A review of service data detected a reportable event. During servicing, monitor (B)(4) was found to have a damaged rear response button. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: evaluation of monitor (B)(4) has been completed. The monitor was found to have a damaged rear response button. The root cause of the response button damage cannot be positively identified. Once the response button was replaced, the unit was fully functional. The last patient to use this monitor did not report any deficiencies. No adverse event resulted from the damaged response button.